Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) recycled power to clear alarms and explained alarms to the hp. The hp did not see obvious cause of alarm. The hp would contact registered nurse (rn) regarding alarm. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2011 regarding the se 2240 alarm. The cg reported that the issue was resolved, by ending therapy on the cycler and manually draining. The cg did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that she discussed the alarm with the home patient's (hp) nurse. Per cg, the hp was given an antibiotic as a preventative measure by the nurse. The hp did not any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported system error 2240 . This issue has been escalated to CAPA. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.